Manufacturer narrative:
(B)(4). Method: the isolates submitted by customer was tested in siemens microscan technical support laboratory (tsl) results: two macconkey media plates were submitted by the customer for evaluation. The manufacturer tested the organisms and found that one plate had mixed flora and was not suitable for testing. The other plate was determined to be of a pure culture and used for testing. The organism was tested on neg urine combo type 73 panel and identified the isolate as ps. Fluor/putida. The isolate was also tested on rapid neg id3 (rnid3) and rapid neg id4 (rnid4) panels. The isolate was identified as p. Aeruginosa. The problem with identifying this isolate appears to be linked to the arginine (arg) reaction. Arg is an important reaction for a high probability identification of p. Aeruginosa. The customer submitted biotype showed a negative arg result. The rnid3 and rnid4 panel utilize a larger number of biochemical substrates which can aid in the identification of organism strains.

Event description:
It was reported that pseudomonas aeruginosa was mis-identified as ochrobactrum anthropi. Customer observed a green sheen on the panel and stated it smelled like p. Aeruginosa. Result was reported as gram negative rod and provided sensitivities. The customer did not think arginine (arg) was observed, other than it being negative. Customer explained they had to do multiple subcultures due to mixed culture from the wound source. The first run was performed on (B)(6) 2014 and repeated on (B)(6) 2014 with the same results, identification as ochrobactrum anthropi 99%. On (B)(6) 2014, the reference laboratory reported pseudomonas aeruginosa from the sample (wound source) submitted by the customer on (B)(6) 2014. Updated report was sent to the physician after the reference lab identified as pseudomonas aeruginosa 98%.